Manufacturer narrative:
No difficulties were noted when removing the protective sheath. The inflation device remained on neutral pressure during delivery of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was being used. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that stent dislodgement occurred in the radial artery during removal following a failed delivery. The dislodged stent was removed when the doctor removed the guide wire. No patient injury is reported.